Event description:
It was reported that the right ventricular (rv) lead had a rise in thresholds and also had a rise in impedance values which lead to high impedance values. It was also reported that there was no medical intervention; the patient is being monitored weekly via monitoring transmissions and is doing fine. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed there was a resistance/impedance increase. The ventricular lead impedance increased from approximately 500 ohms in (B)(6) 2011 up to approximately 1000 ohms in (B)(6) 2011.